Event description:
It was reported the insulin pump had reoccurring no delivery alarms during bolus, basal, and fixed prime. The insulin pump has been replaced. Customer stated the insulin couldn't be delivered manually nor with a new infusion set. Customer's blood glucose was 240 mg/dl. Troubleshooting was performed until the device worked. The insulin pump is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.